Event description:
On 02aug2024, a patient (pt) in turkey advised a friend ¿washed their face with the lens on, got just a splash of water in the eye which turned into an infection that left the pt in the hospital for weeks and almost had lost the eye. The doctor suggested that there might also be an issue with the saline solution in daily contact lenses recently, as a lot of patients came with this same problem very frequently, whereas this issue would be significantly lower in the past years.¿ it is unknown which acuvue brand contact lens the pt was wearing at the time of the event. No pt contact information was provided. It is unknown which eye was the affected eye. This report is being submitted as a worst-case event as we were unable to verify the pt¿s diagnosis and treatment with the treating doctor. The date of event is being reported as (B)(6) 2024 as the exact event date is unknown. The suspect lot number is unknown. No additional investigation can be conducted. Availability of the suspect cl is unknown. No additional medical information has been received. No additional information is expected. If any further relevant information is received, a supplemental report will be filed if applicable.